Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the hospital for diabetic ketoacidosis on (B)(6) 2018 with blood glucose level of over 500 mg/dl. The customer¿s blood glucose was 488 mg/dl. The customer was treated with shots, IV drip and insulin pump. The customer did not experience any symptoms as a result of high blood glucose. The customer stated that infusion set had bent cannula. Troubleshooting was performed. The insulin pump will not be returned for analysis.